Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience repeat cgm error after reset, and then successfully started new sensor session.